Event description:
09/29/2021: customer reported a false positive with aries-sars-cov-2 (us eua-ivd) on a patient sample. The patient was initially positive and then negative on the re-sample. The sample was collected at 10:10 am on (B)(6) 2021. Customer used np swabs in utm stored in the refrigerator between runs. Aries run one: sample ID (B)(6) - cassette sn (B)(6)- positive for sars cov-2, the specimen was ran on instrument at 13:35 on (B)(6) 2021. Aries run two: sample ID (B)(6) - cassette sn (B)(6)- negative for sars cov-2, the specimen was ran on instrument at 17:46 on (B)(6) 2021. The results were reported to a physician. There was no adverse event nor change in therapy.

Manufacturer narrative:
Data review: on 09/29/2021 customer contacted luminex technical support to report a discrepant false positive result for aries sars-cov2-eua assay pn: 50-10047 lot: ab4141. Mas provided run files show initial run as a positive, while repeat run yielded a negative result: cassette ID: (B)(6) ran at 13:35 on (B)(6) 2021, sample ID: (B)(6), the orf1ab gene was detected at a CT of 17.1 and the n gene was not detected. Result was sars-cov-2 positive. Repeat run cassette ID: (B)(6) ran at 17:46 on (B)(6) 2021, sample ID: (B)(6), the orf1ab gene was not detected, the n gene was not detected. Result was sars-cov-2 negative. Consumable review: no false positive results were reported during aql testing of lot ab4141a on 09/13/2021. There are no ncmrs associated with this lot. There are no additional or related complaints for discrepant results for lot ab4141a reported. Device review: aries system sn: (B)(6), module sn: (B)(6). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. The same customer reported a false positive result on case (B)(4) for sars-cov-2 lot ab4019a while using aries system (B)(6). There is no indication of a device malfunction. Sample work-up: the mas stated that the sample work-up was performed consistent with the package insert instructions by the customer. Conclusion: the root cause of the false positive cannot be determined. There are no ncmr's associated with the lot utilized. There is no indication of consumable or hardware malfunction. Escalation case (B)(4) previously investigated the occurrence of false positive results from orfab targets only. It was determined that while a false positive result from orfab only is possible, the frequency was within parameters defined in aries sars-cov-2 package insert, 89-30000-00-865. The risk was assessed on ra-lmnx-20-0161 and determined to be low risk. In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Manufacturer narrative:
In review of all case details against the criteria set forth in document (B)(4) (medical device reporting standard operating procedure) and its applicable appendices, this complaint does not meet the requirements for an MDR in the countries where the device is sold or distributed. However, the MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.

Event description:
(B)(6) 2021: customer reported a false positive with aries-sars-cov-2 (us eua-ivd) on a patient sample. The patient was initially positive and then negative on the re-sample. The sample was collected at 10:10 am on (B)(6) 2021. Customer used np swabs in utm stored in the refrigerator between runs. Aries run one: sample ID (B)(4)- cassette sn (B)(4) - positive for sars cov-2, the specimen was ran on instrument at 13:35 on (B)(6) 2021. Aries run two: sample ID (B)(4)- cassette sn (B)(4) - negative for sars cov-2, the specimen was ran on instrument at 17:46 on (B)(6) 2021. The results were reported to a physician. There was no adverse event nor change in therapy.